Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Engineering also observed that a piece of the septum, an internal rubber component of the seal, had also separated from the seal. The shield had sustained damage on the interior surface and the septum had fragmented in two locations. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: unknown. Event description: the instrument trocar was inserted on the patient. Instruments were inserted intraoperatively. In the process, the seal loosened and collapsed into the situs. The seal has been recovered and is available for examination with the trocar. Additional information received from applied medical representative via email on 11-mar-2021: it appears the instrument shield and septum detached. Intervention: the seal has been recovered. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: the instrument trocar was inserted on the patient. Instruments were inserted intraoperatively. In the process, the seal loosened and collapsed into the situs. The seal has been recovered and is available for examination with the trocar. Additional information received from applied medical representative via email on 11-mar-2021: it appears the instrument shield and septum detached. Intervention: the seal has been recovered patient status: no patient injury.